Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. According to the customer, there was no sample available for return. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible.

Event description:
PICC removal, catheter stuck with typical gentle maneuvers to dislodge. Slowly came out 1 cm at a time then snapped at 8 cm, 10 cm left inside. Impact of incident: stable. Patient transferred to a nicu for removal by a surgeon/ir.

Manufacturer narrative:
Sample is not available for return. This complaint is pending investigation. A follow-up report will be submitted once investigation gets completed.

Event description:
PICC removal, catheter stuck with typical gentle maneuvers to dislodge. Slowly came out 1 cm at a time then snapped at 8 cm, 10 cm left inside. Impact of incident: stable. Patient transferred to a nicu for removal by a surgeon/ir